Manufacturer narrative:
Info is unavailable; device was not returned for evaluation.

Event description:
It was reported that following a low anterior resection, the device had been fired and during observation of the staple line, it appeared intact and had no issues with the staple formation. They used a competitor's stapler with the device of an unknown product code during this procedure also. Post op during the week of the pt's hospital stay, the pt was returned to the operating room and the leak repaired. No other info was provided. Device was discarded. Additional info has been requested.